Event description:
The customer reported that the system kilovolts was tracking high. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software calibration files were reloaded. The system was then tested and found to be working as intended and put back into service.